Manufacturer narrative:
Additional information: a2, a3, a4, a5, b5 (treatment date, applicator), d1. H11 - corrected data: b3.

Event description:
Allergan aesthetics received a report of a patient who received coolsculpting elite treatment to the submental, abdomen, and infra-scapular on 03/may/2022 and 21/jun/2022 using the curve 80, curve 120, curve 150, and curve 240 and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a patient treated the upper abdomen, lower abdomen, upper back, and submental on (B)(6) 2021 and a second session performed 3 months later with coolsculpting cooladvantage may have developed paradoxical hyperplasia (pah/ph).